Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on critical override. A technical support specialist (tss) connected to the station and verified that the time zone was correctly configured. The station time was checked and confirmed accurate. The ntp configuration tool was copied and executed to set the time server, and verification confirmed that the station time was synchronized and matched the network device time. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was on critical override. However, there were no delay to patient care and adverse events or injuries reported based on this incident.